Event description:
A company representative reported that a patient, implanted t2 to t12, was revised to address two fractured everest spinal uniplanar screws at t12. This report is for the second of two screws.

Event description:
A company representative reported that a patient, implanted t2 to t12, was revised to address two fractured everest spinal uniplanar screws at t12. This report is for the second of two screws.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.